Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed to be ruptured, it was received in three parts and incomplete, shell abrasion was found in the edges of the tear. No other anomalies were discovered. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture.  This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor memorygel breast implant 30cc (left) and mentor memorygel breast implant 275cc (right) and experienced capsular contracture, baker grade unknown on the right side and a rupture on the left side post-operatively. Both were confirmed by a physician. As a result, the patient underwent removal and replacement with unspecified mentor implants on (B)(6) 2019. This report is for the right side implant.